Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure could be due to user related or supplier (example: mishandling product/material brittle). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [warnings] 1. Method for use (1)when using the multi-length type stent, it should be avoided in the following cases. 1)if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pigtail portion of the stent was deformed. While the user tried replacing the stent, took out the stent out of its package and found that the pigtail portion was not round in shape and had an abnormal shape. The stent was not used on the patient and was reported to the distributor as a defective product.

Event description:
It was reported that the pigtail portion of the stent was deformed. While the user tried replacing the stent, took out the stent out of its package and found that the pigtail portion was not round in shape and had an abnormal shape. The stent was not used on the patient and was reported to the distributor as a defective product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pigtail portion of the stent was deformed. While the user tried replacing the stent, took out the stent out of its package and found that the pigtail portion was not round in shape and had an abnormal shape. The stent was not used on the patient and was reported to the distributor as a defective product.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. Based on the evaluation, observed that the pigtail part of stent was break. It was notice that sample was not completely returned due to no black suture was intact with sample. The exact cause of how and when the problem occurred could not be determined. Hence, the reported event is confirmed as unknown cause. The potential root cause for this failure mode could be due to user related or supplier (example: mishandling product/material brittle). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use (1)when using the multi-length type stent, it should be avoided in the following cases. 1)if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.